Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. . Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m144306 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144306 , test base part number 190-430 / lot m144306 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144306 showed that the complaint rate is (B)(4) . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on a direct tested nasopharyngeal kitted swab. The customer performed a test using ID now and they obtained positive results. The nasopharyngeal swab was used to swab both nostrils. The customer reused the same swab in the ID now and collected salvia to perform pcr which generated negative results. A second pcr test was performed the next day and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.